Event description:
On 7/13/93 an ipp device was implanted. On 3/15/94 a revision surgery was attempted. On 5/31/94 the cylinders were revised. On 12/04/96 the device was removed from the pt and replaced due to malfunction won't work. Add'l lot/ser # 9600l 012.